Manufacturer narrative:
It was reported that when going to drape a patient, a lizard was found on the drape adhesive. The procedure being performed was a CABG with aortic valve. Reportedly, the entire operating room was torn down and a new set up was required. According to the facility, the procedure was delayed for one (1) hour and fifteen (15) minutes. It was reported that the patient was under general anesthesia when the lizard was discovered. The patient required additional anesthesia to complete the procedure. No serious injury, follow-up care, or additional medical intervention was reported. The original pack sample was reportedly discarded and was not returned to the manufacturer for evaluation. The lizard was returned to the manufacturer. No information was provided regarding the lizard's location on the drape adhesive. Due to the need for additional anesthesia, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be field.

Event description:
It was reported that when going to drape a patient, a lizard was found on the drape adhesive.